Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. This device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.62 volts and extended charge time of 22.5 seconds. Six months prior, the monitoring voltage was 2.92 volts and charge time was 8.2 seconds. Currently this device remains implanted and in service. No adverse patient effects reported.